Event description:
Event description boston scientific cardiac rhythm management (crm) received information that this cardiac resynchronization therapy defibrillator (crt-d) displayed a shorted shocking lead message and the shock lead impedance decreased to less than 25 ohms. As a result, the device was explanted and returned for analysis. No adverse patient effects were reported.